Manufacturer narrative:
After battery installation, the down keypad button was not working. After further review, there is corrosion and mold around the keypad connector and on the terminals of the keypad flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the down and back arrow button of insulin pump was not responding. Customer stated that the insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.